Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on 20-feb-2026. The leakage was at the site. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.